Event description:
It was reported that during a lap gastric bypass procedure, the active branch broke. They tried to retrieve the broken part but it was not possible. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.